Event description:
It was reported that during a rotator cuff procedure, the suture broke when the surgeon was verifying the knot was tight enough. As a result, the surgeon had to make a new portal to be able to pass the stitch to the proper location in the bone. No further patient information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.